Event description:
Follow-up identified the company representative has been unsuccessful in acquiring additional information on the status of the patient.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported the patient presented to the hospital with a possible infection at the lead site. The patient was placed on an antibiotics regimen; however, surgical intervention may be undertaken at a future date.